Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) pacing thresholds had increased. The patient was asymptomatic but the system was reprogrammed, and the patient will continue to be monitored. No adverse patient effects were reported.